Manufacturer narrative:
Device not evaluated as of 10/01/2014. Unk why the failure occurred.

Event description:
Info indicates that after customer pressed the repeat rx button the system reset. No pt involvement indicated.